Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The investigation showed the catheter was clogged and the tube was melted at 76 cm. It assumed the tube melted as a side effect due to the blocked catheter that heated up while running with insufficient flow. The investigation cannot be confirmed that the catheter tip was damaged and can be confirmed for mechanical jam. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: g3, h6 (device). H11: d4 (medical device lot number), h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure through left superficial femoral artery, the distal end of the catheter was allegedly damaged. It was further reported that in the absence of negative pressure, blood was unable to be normally drawn out of the drainage bag. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us.

Event description:
It was reported that during a recanalization procedure through left femoral artery, the distal end of the catheter was allegedly damaged. It was further reported that in the absence of negative pressure, blood was unable to be normally drawn out of the drainage bag. There was no reported patient injury.